Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During evaluation, it was confirmed that the device flow rate was not performing to specification. Circulation pump assembly was replaced. A functional test was performed. The evaluation found no other issues with the arctic sun performance. The did not meet specifications and was influenced by the reported failure. The device was not in use on a device patient. The DHR is not required as this is not an out-of-box failure. Based on the results of the investigation, no additional actions are needed. The labeling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, f, g, h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had a flow malfunction with a zero flow rate. As per review of wo on 12jan2023, there was no patient involvement. Symptoms were detected during the equipment inspection. Per follow up information received via email on 03feb2023, they replaced the circulation pump assembly. The date of event occurred was 11jan2023. They repaired the device in the field.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had a flow malfunction with a zero flow rate. As per review of wo on (B)(6)2023, there was no patient involvement. Symptoms were detected during the equipment inspection.